Event description:
It was reported that the patient typically charges their ins once a week. They recharged on thursday to full, but today their ins battery "went out of battery," and stimulation turned off. They hooked up to recharge their ins, and after charging for an hour and a half, they put brand new batteries in their patient programmer (pp).  They tried to use it to turn the stimulation back on but got a message 606 and 'call the doctor' on the screen. They tried again but only got a question mark (?) Picture. Worked with the pt to troubleshoot the pp. Pt removed the batteries and inspected the battery compartment confirming it looked fine, with no damage. Then they pressed and let go of every button on the pp, reinserted the batteries, and try to use the programmer again. Initially, pt got poor communication, but after repositioning and trying again, they successfully turned the stimulation on. Pt said they felt a horrible surge when they turned stimulation on, but it was short-lived, and they quickly confirmed they were feeling better. The troubleshooting steps that were taken on the call resolved the issue. The pt said: for a while, the ins was going to zero. Pt said they saw the dr. In august, and the doctor saw the ins battery had been turning off. Pt said the dr." Bumped it up" in august, but after that, their ins battery had not been going empty; it was better until today (see case # (B)(4) for the report of the ins battery going empty and stimulation turning off). . Reviewed some recharging best practices and recommended charging twice a week rather than once a week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.